Event description:
Report received of an underdelivery. The pump was received in the biomedical engineering department with an unsigned note that state "broken". The pump was tested by the customer's biomedical engineering department. Reportedly, the pump would infuse approximately 0.3ml and then give constant audible alarm and display the message occlusion. The pump was also found to underdeliver. There were no adverse patient events associated with the pump while in clinical use. Though requested, there was no further information available.